Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: h6 (4111 should be removed). Additional information added to field d8 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. During troubleshooting it was advised to try to clean the touch screen per the instructions in the instruction for use (IFU). The device was not returned to olympus for inspection, and the customer's complaint about error e333 (touch panel failure) was not confirmed. Based on the results of the investigation and the information provided the cause of reported event could not be identified. It seemed like the problem improved by cleaning the touch screen during troubleshooting performed at the site. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the video processor exhibited error code e333 (image processor or light source). The issue occurred during a diagnostic event. There were no reports of patient harm.